Event description:
It was reported that a user experienced hyperglycemia with a reported blood glucose of 302 mg/dl after announcing a very large meal on an ilet bionic pancreas system, with on-call monitoring noting automated corrections and a downward trend to 270 mg/dl by the end of the call. Symptoms included no reported clinical manifestations. Outcomes included routine device-driven correction and coaching. Investigation included troubleshooting and user education regarding appropriate meal announcement and portion estimation. Investigation of this case revealed that the event followed an unusually large meal with meal announcements recorded as larger than usual, and that the device delivered corrective dosing with subsequent glucose decline. It was concluded that the device functioned as designed and that the hyperglycemia was associated with meal size and announcement behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.